Manufacturer narrative:
Submit date: (B)(4) 2013. An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with defibrillation electrodes. The customer reports the patient received chest burns from the electrodes. The patient was burned during an endoscopy procedure, the electrodes were being used for cardio versions. The burns were noticed after the procedure. The doctor described the burns as second degree, and prescribed silvadene.